Event description:
Additional information received indicated the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The external device displayed elective replacement indicator (eri). Troubleshooting is pending where the software will be updated.